Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where a leakage at the clave was reported. Normal saline was involved. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
D9 - date returned to MFR: 4/2/2026 received one (1) used. List #142730490, plum 150 ml burette set. As received the secondary port clave was partially separated from the port on the lid of the burette. Stress marks and a rigid break were observed on the tubing and the clave. The set was leak tested per specifications and leakage was observed. The complaint of a leakage can be confirmed. The probable cause is due to an unintentional bending force during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.